Event description:
It was reported the rotational locking mechanism in an ort100 operating room table was jammed, such that it would not lock or unlock. The rotational lock is controlled through use of a foot pedal, which was difficult to depress and mechanically engage the rotational locking mechanism. No patient involvement was reported, the issue was observed during a qa check.

Manufacturer narrative:
Imris engineer has visited the customer site and confirmed the rotational locking mechanism was seized. A followup report will be submitted once the investigation is complete.

Manufacturer narrative:
Imris engineer has visited the customer site and confirmed the rotational locking mechanism was seized. A followup report will be submitted once the investigation is complete.

Event description:
It was reported the rotational locking mechanism in an ort100 operating room table was jammed, such that it would not lock or unlock. The rotational lock is controlled through use of a foot pedal, which was difficult to depress and mechanically engage the rotational locking mechanism. No patient involvement was reported, the issue was observed during a qa check.

Manufacturer narrative:
The rotational locking mechanism is controlled by the user through a foot pedal at the base of the operating room table. An imris engineer found the foot pedal assembly was bent as a result of customer interaction with the mechanism, which is likely a result of the user attempting to lock the table position in place when the table rotational alignment was not correct at zero degrees. It is possible that fluid ingress from poor fluid management, or binding of foot pedal components, could have caused increased difficulty in using the foot pedal and led to deformation of the mechanism. The locking pin that mechnically locks the rotational movement was found to be intact. Preventive maintenance prior to this event did not observe difficulty in locking the table's rotational position or using the foot pedal. The foot pedal locking mechanism was replaced in the table and its function verified.